Event description:
It is reported that the device was implanted in 1993, and revised in 2007, due to loosening.

Manufacturer narrative:
Eval summary: the loosening may be caused due to the fatigue and fracture of bone cement under the repeated loading and/or due to the wear debris generated due to the micro-motion between the shell and the poly liner if the liner is not firmly secured to the shell. No definitive cause analysis is possible with the info provided. Eval: no product or x-rays were returned. Review of the device history records did not find by deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.